Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Non-revision of optetrak logic knee components due to patient fall. The case report form indicates these events are definitely not related to devices and to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Non-revision of optetrak logic knee components due to patient fall. The case report form indicates these events are definitely not related to devices and to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
During the investigation it was discovered that the surgery was on the right side of the knee and not on the left. The left knee components were not affected in anyway. Please void this submission.

Event description:
During the investigation it was discovered that the surgery was on the right side of the knee and not on the left. The left knee components were not affected in anyway. Please void this submission.